Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that the patient went into cardiac arrest during the trial procedure. The procedure was stopped, the device was removed, and the patient was hospitalized